Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. User reportedly sprayed wd-40 into the lancet drum carrier before using the device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.